Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The routine 1 year post-operative imaging showed evidence of narrowing at the level of the sealing rings (~30% reduction of the flow lumen) and an aortic stenosis. On (B)(6) 2018, patient was brought in for a re-intervention. The physician dilated with a balloon expandable stent to restore flow. Patient is reported to be doing fine.